Event description:
The manufacturer received information alleging a ventilator's screen did not display. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was not duplicated. A failure may have occurred in the lcd; therefore, the device¿s lcd display was replaced to address the issue. The device passed all testing, and the software was confirmed to be version 14.1.03.